Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a tlh procedure, the blade of the device fell off. Blade was retrieved successfully from the patients abdomen. No patient consequence reported.

Manufacturer narrative:
(B)(4).